Manufacturer narrative:
The referenced thrombus was reported under medwatch MFR report #2916596-2018-01209. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 7 years and 1 month. A portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported pump stoppages occurred. A representative of technical services reviewed the submitted log file and confirmed pump stoppages. The pump was off for approximately 12 hours. Technical services performed a distal end percutaneous lead (driveline) replacement on (B)(6) 2018. Upon completion of the replacement, the pump was unable to restart with insertion of the driveline into the system controller. A system controller exchange was attempted with the same result. The lvad clinician and physician decided to keep the lvad off. Pump thrombosis was suspected. No additional information was provided

Manufacturer narrative:
Although the evaluation of the submitted system controller log file confirmed the report of pump stoppage events, a specific cause for the events could not be conclusively determined through the evaluation of the returned portion of the percutaneous lead. A distal end percutaneous lead repair was performed on (B)(6) 2018 and the replaced portion of the lead was returned in a segment measuring approximately 21 inches. Rescue tape was observed approximately 1 inch through 3 inches and 5 inches through 13 inches from the metal connector. Minor metal braided shield breakdown was observed along the length of the returned lead segment, with severe breakdown observed approximately inches through 4.5 inches from the metal connector. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and high-potential testing of the percutaneous lead segment did not reveal any areas of compromised wire insulation that would have contributed to the reported events. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The pump was not explanted. The patient was being supported on intravenous (IV) inotropes.